Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular over-sensing. The over-sensing episodes triggered patient notifiers. No interventions were made as it was suspected that the over-sensing was due to myopotential over-sensing. The patient was stable and will continue to be monitored.